Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately 3 years post tmvr procedure with a 23mm sapien 3 valve implanted in a pre-existing 23mm non-edwards surgical valve the valve was stenosed. At that time the non-edwards valve was not fractured at time of implant. Per an echo the sapien valve showed ''mean gradient 16mmhg. Mitral stenosis w/ mean inflow gradient of 11mmhg at hr of 55bpm. Thickened, immobile mitral valve leaflets. Trivial tricuspid regurgitation. Borderline elevated rv pressure by tricuspid regurgitation jet velocity (34+ra v wave). Trivial lvoto. Mild aortic regurg. Moderately dilated lv w/ good systolic function. Qualitatively good rv systolic function.'' A second 23mm sapien 3 valve was implanted with the possibility of fracturing the previously implanted non-edwards valve after implantation. The second 23mm s3 was implanted without difficulty but was under expanded. The team post-dilated the valves with a 22mm atlas gold balloon up to 24 atm that caused fracture of the surgical valve ring. Upon tee assessment, it appeared that one of the 23mm s3 leaflets was not fully moving appropriately. Half of the leaflet appeared to ''stuck.'' Dr. Maschietto attempted to ''free'' up the leaflet using a wire and pigtail but was unsuccessful. The team was made aware (again) that the case was off-label, but we proceeded with another 23mm s3, with an additional 2cc in the commander inflation balloon (this makes three total inside the epic) without difficulties. This last 23mm s3 is the functioning valve in the patient now. No patient harm noted, they tolerated the procedure well and left the room in stable condition. I am working on getting brief videos of the echo images.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaints for post implant stenosis, halt and leaflet motion restriction were confirmed based on available information to date. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Leaflet motion restricted develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restricted may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Due to limited information provided, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.